Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The primary and secondary cause of death was requested but was not available. If the information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
(B)(4). A perforation was observed following treatment with a diamondback coronary orbital atherectomy device (oad) of heavily calcified lesion in the mid lad, which was tortuous. The lesion was 99% stenosed, and the vessel diameter was 3.0mm. Covered stents were ineffective in resolving the perforation, but tamponade was successful. The patient was stable at the conclusion of the procedure with lvad and a chest drain. The patient expired (B)(6) 2021. The primary and secondary causes of death are unknown.

Manufacturer narrative:
Updated data: g6, h2. Corrected data: b2.